Event description:
It was reported that the zimmer skin graft mesher unit did not mesh the graft properly.

Manufacturer narrative:
The device was returned to the manufacturer for repair, however, the evaluation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.